Manufacturer narrative:
Per tandem user guide: only use humalog® or novolog® u-100 insulin, as any lesser or greater concentration can result in serious health consequences. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer is using fiasp insulin. Tandem technical support educated customer on insulin labeling. Customer changed the infusion set and cartridge to resolve the issue.